Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus australia & new zealand (oaz) for evaluation. Oaz inspected the device and confirmed the following; the camera cable was defective and the camera cable and camera head¿s main body were replaced. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, the reported event may have been caused by the failure to transmit image communication to the video system center due to a defective camera cable. Omsc confirmed the product shipment record, but there was no abnormality in the device. Therefore, the camera cable failure may have been caused by user's handling. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image of the device was not displayed. There was no report of patient injury associated with the event. The user facility did not provide other detailed information. And an olympus engineer inspected the device and duplicated that the reported phenomenon.